Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the batteries and the checks were completed on the preventive maintenance. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. (B)(6)

Event description:
During a service test the getinge field service engineer (fse) discovered that the battery of the cs100 intra-aortic balloon pump (iabp) failed due to short run time. No patient was involved during this event. No adverse event was reported.